Event description:
During laparoscopic sleeve gastrectomy, the stapler stopped mid firing and would not proceed. After troubleshooting efforts were unsuccessful, the emergency mechanical abort function was used to remove the stapler from the tissue. The procedure was completed using an ethicon stapler and the case was completed without issue.